Event description:
On (B)(6) 2014 the reporter contacted animas alleging ¿potential pump issues leading to high bgs¿. There was no additional information available concerning the complaint. There were no blood glucose (bg) values, signs or symptoms indicated and does not meet the animas criteria of an adverse event. Multiple attempts to contact the reporter by customer technical support for follow up were not successful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: during investigation, a review of the prime history showed small prime volumes during cartridge changes. The daily insulin delivery totals were shown to correctly reflect user's programmed basal rates. During testing, the pump passed the delivery accuracy test and was found to be delivering within required specifications. There was no defect was found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.